Event description:
Whilst playing in the playground, the patient fell off a piece of playing equipment and landed hitting the back of his head. There is a small bump near the site of the implant.after the fall, the patient was no longer able to hear with the implant,testing confirmed that the device has malfunctined.